Event description:
It was reported that (1) lcsc55 was used during a lap gastric bypass procedure. It was reported by the rep that the surgeon used lcsc5 with event. After using it to back out a silicone tube off the ees anvil, the lcsc5 began to give frequent solid tone (lockout). Finally stopped functioning completely and used test tip to find that handpiece was fine. Opened another device to complete the case. There was no consequence to pt.